Event description:
A customer reported receiving unspecified high readings from the adc freestyle libre sensor as compared to readings obtained on a competitor brand meter. The customer lost consciousness and was taken to the hospital where he was diagnosed with hypoglycemia and had his blood sugar monitored. The customer was advised to not take any insulin and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state state 3 (indicating the sensor was paired within the last 14 days and had not yet terminated at the time of the investigation). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified high readings from the adc freestyle libre sensor as compared to readings obtained on a competitor brand meter. The customer lost consciousness and was taken to the hospital where he was diagnosed with hypoglycemia and had his blood sugar monitored. The customer was advised to not take any insulin and no further treatment was reported. There was no report of death or permanent injury associated with this event.